Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed when it reached an eri (elective replacement indicator) battery status after 45 months of implant. The physician was not satisfied with the longevity of the ICD.